Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of the picture, 4 clips can be fully observed, and an additional partial view of a clip, three of the clips appear to be malformed, one clip appears to be properly formed and the form of the partially viewed clip cannot be determined. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. No batch or lot number was provided to perform the DHR review.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that a photo is available. Can you send in the photo?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were scissoring. The doctor said nothing abnormal about the duct and did not have stones. Another like device was used to complete the procedure. There were no adverse consequences for the patient.